Event description:
It was reported that the foley catheter fallen out on numerous occasions and the balloon had deflated. It was stated that the issue was there with various batch numbers and types of bard catheters. The patient had recently tried the bardex ic catheter and it worked much better. The representative advised the customer to consider if the patient had bladder stones and to discuss with their urology department whether the patient would need a cystoscopy to check there were no fragments of balloon left in the bladder. The patient did not report any pain and they were just concerned about the inconvenience. Per follow up information received via ibc on (B)(6) 2022, customer provided the lot: ngdu2863 (date of event (B)(6) 2021) and (date of event - (B)(6) 2021) and lot: ngew2132 (date of event - (B)(6) 2021) of the foley catheter in which they had falling out issue. On (B)(6) 2021, the patient had botox and a foley catheter was inserted into the patient. The catheter fell out on (B)(6) 2021 and the balloon was found to be partially inflated. This was the only catheter that had been inflated lot: unk (date of event - (B)(6) 2021). The patient was then swapped to bardex ic catheter and they had no issues. It was stated that the foley catheter inserted on (B)(6) 2022 and fell out two weeks later lot: ngft0975 (date of event (B)(6) 2022).

Manufacturer narrative:
The reported event was inconclusive. No sample was returned for evaluation . It is unknown whether the device had met relevant specifications. The product was used for urological care. It was unknown whether the product had caused the reported failure. The potential root cause for this failure could be user related (example: contact with sharp object)/mechanical failure/operator error/thin rubberize layer). The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: ¿warning: on catheter, do not use ointments or lubricants having a petrolatum base. They will damage the catheter and may cause balloon to burst. Warning: after use, this product may be a potential biohazard. Handle and dispose of in accordance with accepted medical practices and applicable local, state and federal laws and regulations. Visually inspect the product for any imperfections or surface deterioration prior to use. If package is opened or if any imperfection or surface deterioration is observed, do not use. Please consult product label and insert for any indications, contraindications, hazards, warnings, cautions and directions for use. Proper techniques for urinary catheter maintenance 1) secure the foley catheter. Use the statlock® foley stabilization device if provided. 2) maintain a closed drainage system by utilizing pre-connected, sealed catheter-tubing junctions. 3) maintain unobstructed urine flow and keep the catheter and collection tube free from kinking. 4) keep the collection bag below the level of the bladder or hips at all times. 5) empty the collection bag regularly using a separate, clean collection container for each. Foley catheter removal: 1) to deflate catheter balloon: gently insert a luer lock or slip tip syringe in the catheter valve. Never use more force than is required to make the syringe ¿stick¿ in the valve, 2) allow the pressure within the balloon to force the plunger back and fill the syringe with water. If you notice slow or no deflation, re-seat the syringe gently, 3) use only gentle aspiration to encourage deflation if needed. Vigorous aspiration may collapse the inflation lumen, preventing balloon deflation, 4) if the balloon will not deflate and if permitted by hospital protocol, the valve arm may be severed. If this fails, contact adequately trained professional for assistance, as directed by hospital protocol, 5) should balloon rupture occur, care should be taken to assure that all balloon fragments have been removed from the patient.¿ (B)(4). The device was not returned.